Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station not communicating to the server. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been offline since 11 jan 2025. A field service engineer (fse) tried an older login for the desktop, but it didn't work, and the device was not on remote support services (rss). No conclusion could be drawn by the fse if additional information becomes available a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station not communicating to the server. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.